Event description:
Report detailed that the pt, on or about (B)(6) 2008 received a bactiseal distal catheter as well as a strata ii valve. After the installation of the devices and in late feb or early (B)(6) 2009, the pt was made aware that the catheter installed in her body had fractured between the superior portion of the installed valve and the cyst catheter. It was later determined that the distal catheter had fractured at the inferior portion of the valve and had migrated downward. The catheter's present location is floating freely in the lower abdominal cavity.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. It at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.